Event description:
It was reported that the implant has shown an increasing number of electrode channels with status 'hi'. At least one reading is indicating 8 electrodes with status 'hi'. The clinical team has decided to replace the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.